Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (headset), is related to case with patient identifier (B)(6) (transfer set).

Event description:
It was reported that insulin leaked from the connector connection between the infusion tubing and the headset resulting in elevated blood glucose levels. The patient thought it was not possible to connect the transfer set and headset because she did not hear the "click".